Manufacturer narrative:
Section g1: updated information. Section d1, brand name: corrected, section d4, catalog number: corrected, section d4, primary UDI number: corrected, no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted log file from (B)(6). The event log file contained approximately 3 days of data (13:43:26 (B)(6) 2023 to 13:34:02 (B)(6) 2023). A backup battery fault alarm was activated at 20:39:04 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be slightly greater than the designed threshold. The alarm resolved at 12:08 on (B)(6) 2023, when the backup battery passed a load test. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained a speed above the low-speed limit throughout the available data. A controller exchange was performed, and additional log files were submitted from (B)(6). This log file contained information spanning approximately 1 day (13:35:58 on (B)(6) 2023 to 12:17:27 on (B)(6) 2023 per timestamp). No backup battery related issues were observed, and the pump maintained a speed above the set low speed limit without issue. The exchanged heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information surrounding the troubleshooting performed and the resolution of the alarms, but no response was received. The root cause of the backup battery fault could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged. The reason for the exchange was not provided.

Event description:
It was reported that log files were submitted. There was a string of emergency backup battery (ebb) faults between 29oct2023 and 31oct2023. It appeared they self-corrected. If they reoccur, it was recommended to reseat the ebb ribbon cable. The patient, with the low flow controller, was still exhibiting low flow alarms. It was later reported that patient presented to the outpatient clinic with low flow alarms. The patient had received a new controller, but the 2.0 low flow was not installed, althouugh this patient had previous installation approval from healthcare provider on a different occasion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.